Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2015. The local representative wanted to send ts printouts from the device's arrhythmia logbook. There appears to be spontaneous ventricular tachycardia at an intrinsic rate of 150 bpm. The device's therapy zones had been programmed at 200 and 230 bpm. The patient received multiple shocks. The printouts were received and the ts consultant agreed with the local representative's assessment. The device was exhibiting double counting that lead to shock therapy. The shock appears to have caused a change in the rhythm from fast to slow. Ts was unsure if the spontaneous arrhythmia was supraventricular or ventricular tachycardia. Ts was informed that the rhythm's morphology appears the same following the other shock deliveries. The local representative reported that there were no reported allegations of device malfunction from the physician. The local representative felt that the patient had decompensated in some way that led to development of the spontaneous arrhythmia. During the discussion, the local representative mentioned that a pvc had occurred and then a burst of rhythm similar to the stored episode. This rhythm morphology was different than the patient's current presenting rhythm. Ts suggested that no reprogramming changes to the shock vector be done at this time without evidence that this change would improve sensing. The patient was admitted into the hospital's intensive care unit and was intubated.

Manufacturer narrative:
UDI = (B)(4). The local representative asked if the use of inhalers that may cause hypokalemia were contraindicated. Ts commented that there are no labeling or recommendations made to patient medications that may affect electrolytes and device function. Additionally, the local representative was informed that there were no device contraindications if the patient is on lasix but no potassium supplements. Boston scientific received information from the patient's clinic medical charts. The medical notes from the physician indicated that the cause of death was attributed to cardiac and respiratory arrest. "Brain death" was noted in the patient chart. The double-counting due to t-wave oversensing was noted. The implanted device stored 10 rapid episodes. The local representative was informed that if the patient's electrolytes were not within normal limits, the patient could be more pro-arrhythmic or could cause shock deliveries to be less effective. Boston scientific obtained information from a web search that this patient's medical history was significant for a massive heart failure event that occurred in (B)(6) 2015. The device and electrode were implanted on (B)(6) 2015.

Event description:
Boston scientific received information on december 9, 2015 that another local representative contacted boston scientific's technical services (ts) to report that this patient had recently died ((B)(6) 2015). The patient had developed a ventricular tachycardia at 150 bpm on (B)(6) 2015; however, the arrhythmia was detected by the device at 200 bpm due to double counting. Ts was informed that double-counting occurred as a result of a morphology change brought on by the patient's medication. The physician questioned whether the shocks could have exacerbated the situation.